Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that during a tibial fracture procedure, the surgeon was preparing the canal for implanting a t2 tibial nail ie reaming. When using the size 10.5 on exiting over the guide wire, the reamer bent at right angles which I have been informed has happened before. No adverse consequences reported.